Event description:
The reporter stated, the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B) (6)2010, in patient's right eye. The lens was explanted on (B) (6)2010, due to excessive vaulting associated with elevated iop. Subsequently, the patient had narrowing of the angle, angle closure and shallowing of the acd. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B) (4) (secondary surgery).